Event description:
The customer reported that when they plug in cameras it was giving them an error and not providing an image during inspection for use involving an olympus video system center. The customer suspected that the cause of the error, no image was due to a worn connector. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.